Manufacturer narrative:
This report is based on a maude report (mw5069561) received. The report did not indicate the part number, any patient demographics, reporter information or type of injury sustained. Therefore a historical data review for a specific part number could not be performed. Additionally, no additional information on the alleged serious injury could be obtained. If the key does not work or the lock cannot be unlocked for any reason, the patient can be removed from the restraint by cutting the strap or cuff. Historical data review for all leather/leather like restraints, did not find serious injury related complaints where the restraint could not be removed. Since there is no product available to be returned and there is no information about the type of injury sustained by the patient, an investigation on the malfunction could not be performed. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). Product will not be returned

Event description:
This complaint is based solely on a user report received (B)(6) 2017. The customer reported that defective leather locked restraint could not be unlocked and required intervention to remove. The type of intervention was not described, and although the report type was listed as serious injury, there was no information on what type of injury occurred.